Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Based on past experience with the hmii lvas and similar reported events, these findings appear indicative of an issue with the driveline; however, wire damage could not conclusively be confirmed as heartmate ii left ventricular assist device (lvad), serial number (B)(6), was not returned for evaluation. The submitted log file contained data from (B)(6) 2020. The pump operated above the low speed limit for the duration of the log file. The log file recorded a constant driveline fault alarm throughout the log file. The driveline fault alarm appeared consistent with phase 1 of the motor, which is redundantly supported by the yellow and green wires. The account reported that log files were sent for monitoring of further progression of the patient¿s suspected driveline fracture. The patient is asymptomatic and no pump stoppages were captured in the log file. The patient was previously issued an ungrounded patient cable. There are reportedly no plans for a driveline repair. The patient will be monitored monthly and remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 28mar2017. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's driveline has further degraded since the log file sent in (B)(6) of 2020. A conductor in phase a appeared to be fractured. If the redundant conductor in phase a fractures, the pump will stop and may not restart. No pump stops were reported. There were no other unusual events seen within the log file.